Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and genital haemorrhage ('gen. Abnorm. Bleed (interpreted as general abnormal bleeding)') in an adult female patient who had essure (batch no. 919034) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and depression. Concomitant products included clonazepam since (B)(6) 2017, gabapentin (neurontin) from (B)(6) 2018 to (B)(6) 2018, gabapentin from (B)(6) 2017 to (B)(6) 2017, ibuprofen, medroxyprogesterone acetate (depo provera) since february 2012, naproxen (naproxin) since april 2016 and piroxicam (paxil) from (B)(6) 2015 to (B)(6) 2015. In 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraine / headache") and headache ("headaches"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced rash ("body rashes"). In (B)(6) 2017, the patient experienced nausea ("nausea"). In (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), anxiety ("psych injury/anxiety"), rash macular ("blotchy, patchy red skin"), gastrooesophageal reflux disease ("gi or digestive system conditions - gerd") and depression ("depression") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with alprazolam (xanax), buspirone hydrochloride (buspar), celecoxib (celexa), codeine phosphate;paracetamol (tylenol with codeine no.3), naproxen, omeprazole (protonix), paracetamol (acetaminophen) and surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and dyspareunia had resolved, the genital haemorrhage, dysmenorrhoea, hypersensitivity, rash, anxiety, bladder disorder, urinary tract disorder, hormone level abnormal, fatigue, weight increased, migraine, headache, rash macular and gastrooesophageal reflux disease outcome was unknown, the vaginal discharge, alopecia and nausea was resolving and the depression had not resolved. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, migraine, nausea, pelvic pain, rash, rash macular, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: patient received treatment for hypersensitivity. Discrepancy noted as per pfs: insertion date of essure: (B)(6) 2012. 1. Current weight as of (B)(6) 2019: 140 lbs. 2. Approximate weight at the time of essure placement 134 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and genital haemorrhage ('gen. Abnorm. Bleed (interpreted as general abnormal bleeding)') in an adult female patient who had essure (batch no. 919034) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and depression. Concomitant products included clonazepam since (B)(6) 2017, gabapentin (neurotin) from (B)(6) 2018 to (B)(6) 2018, gabapentin from (B)(6) 2017 to (B)(6) 2017, ibuprofen, medroxyprogesterone acetate (depo provera) since (B)(6) 2012, naproxen (naproxin) since (B)(6) 2016 and piroxicam (paxil) from (B)(6) 2015 to (B)(6) 2015. In 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraine / headache") and headache ("headaches"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced rash ("body rashes"). In (B)(6) 2017, the patient experienced nausea ("nausea"). In (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), anxiety ("psych injury/anxiety"), rash macular ("blotchy, patchy red skin"), gastrooesophageal reflux disease ("gi or digestive system conditions - gerd") and depression ("depression") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with alprazolam (xanax), buspirone hydrochloride (buspar), celecoxib (celexa), naproxen, omeprazole (protonix), paracetamol (acetaminophen), paracetamol (tylenol) and surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and dyspareunia had resolved, the genital haemorrhage, dysmenorrhoea, hypersensitivity, rash, anxiety, bladder disorder, urinary tract disorder, hormone level abnormal, fatigue, weight increased, migraine, headache, rash macular and gastrooesophageal reflux disease outcome was unknown, the vaginal discharge, alopecia and nausea was resolving and the depression had not resolved. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, migraine, nausea, pelvic pain, rash, rash macular, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: patient received treatment for hypersensitivity. Discrepancy noted as per pfs: insertion date of essure: (B)(6) 2012. Current weight as of 25-oct-2019: 140 lbs. Approximate weight at the time of essure placement 134 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received: reporter was added, no new clinically significant information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and genital haemorrhage ('gen. Abnorm. Bleed (interpreted as general abnormal bleeding)') in an adult female patient who had essure (batch no. 919034) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and depression. Concomitant products included clonazepam since august 2017, gabapentin (neurotin) from january 2018 to march 2018, gabapentin from january 2017 to august 2017, ibuprofen, medroxyprogesterone acetate (depo provera) since february 2012, naproxen (naproxin) since april 2016 and piroxicam (paxil) from february 2015 to august 2015. In 2011, the patient had essure inserted. In june 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In july 2013, the patient experienced alopecia ("hair loss"). In february 2014, the patient was found to have weight increased ("weight gain"). In march 2015, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraine / headache") and headache ("headaches"). In march 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In july 2016, the patient experienced rash ("body rashes"). In august 2017, the patient experienced nausea ("nausea"). In august 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), anxiety ("psych injury/anxiety"), rash macular ("blotchy, patchy red skin"), gastrooesophageal reflux disease ("gi or digestive system conditions - gerd") and depression ("depression") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with alprazolam (xanax), buspirone hydrochloride (buspar), celecoxib (celexa), codeine phosphate;paracetamol (tylenol with codeine no.3), naproxen, omeprazole (protonix), paracetamol (acetaminophen) and surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and dyspareunia had resolved, the genital haemorrhage, dysmenorrhoea, hypersensitivity, rash, anxiety, bladder disorder, urinary tract disorder, hormone level abnormal, fatigue, weight increased, migraine, headache, rash macular and gastrooesophageal reflux disease outcome was unknown, the vaginal discharge, alopecia and nausea was resolving and the depression had not resolved. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, migraine, nausea, pelvic pain, rash, rash macular, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: patient received treatment for hypersensitivity. Discrepancy noted as per pfs: insertion date of essure: (B)(6) 2012. 1. Current weight as of 25-oct-2019: 140 lbs. 2. Approximate weight at the time of essure placement 134 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs received. Events: body rashes, blotchy, patchy red skin, nausea, dysmenorrhea (cramping) were added. Event psychological trauma was replaced with the event anxiety. Event outcome was added to the events: hair loss, nausea, vaginal discharge. And depression. Event of gi conditions updated as gerd. Lot number was added. Lab data was updated. Treatment and concomitant drugs were added. Reporter's information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed (interpreted as general abnormal bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), migraine ("migraine") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, abdominal pain and dyspareunia had resolved and the genital haemorrhage, hypersensitivity, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, hormone level abnormal, fatigue, gastrointestinal disorder, alopecia, weight increased, migraine and headache outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, migraine, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: patient received treatment for hypersensitivity. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet received. Event injury was deleted. Events added from pfs- dyspareunia (painful sexual intercourse), pelvic / abdominal pain, gen. Abnorm. Bleed (interpreted as general abnormal bleeding), hypersensitivity, psych injury, bladder problems, urinary problems, vaginal discharge, hormonal changes, fatigue, gi conditions, hair loss, weight gain, migraine, headaches. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.